Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture could not be tested due to device components not being returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case it is possible that patient anatomy (friable artery), or user technique (user does not tighten the knot gradually as the large hole introducer sheath is removed) contributed to the reported difficulties; however, a definitive cause cannot be determined. The reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglides device using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, when all four proglide devices were removed from the anatomy, no suture was present. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.